Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an a52 alarm. The blood glucose reading was 140 mg/dl. The alarm did not occur while changing settings, after a battery change or during a manual prime. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
No 17, a21, a25 or a52 alarm. No constant tone or unexpcted reset noted. Insulin pump passed a21 error alarm test and self test. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip noted.